Manufacturer narrative:
His report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. (See figure 3.23). Adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not. Disappear for a moment or other abnormalities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that image noise occurred, and the image could not be displayed; this s found to be due to damage on the circuit board of the video plug section, as well as due to a cut on the charge-coupled device cable. The customer's originally reported issue of abnormal color tone was confirmed. The following additional findings were also noted: assorted scratches, chips, wear of the angle wire resulting in the bending angle in the up direction not meeting the standard value, and an inability to fix the bending section firmly due to damage on the locking lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use in an unknown therapeutic procedure, it was discovered that there was an abnormal color tone to the image of their endoeye flex deflectable videoscope. The procedure was completed with a similar device, and there were no delays. Upon inspection and testing of the returned unit, it was discovered that image noise occurred, and the image could not be displayed. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both initially reported as well as found during evaluation.